Event description:
As reported by the edwards field clinical specialist, during valve deployment the balloon on the retroflex 3 delivery system ruptured. The first delivery system used during the case was re-introduced and the valve was successfully post dilated. Per report, during initial valvuloplasty, the balloon received about 5cc¿s before it burst due to a severe calcific nodule at the sinotubular junction [stj]; this was done without rapid ventricular pacing due to the patient¿s low pressure. The retroflex 3 delivery system was then advanced, the valve was placed in a 50:50 position within the annulus and deployed under rapid ventricular pacing. Due to a nodule of calcium at the stj, the valve moved ventricular landing in a 20:80 position and causing moderate to severe paravalvular leak. At this point, the patient's pressure was 83/20mmhg with minor hemodynamic support. A second valve was then prepped and placed distal to the first valve; however, during deployment the delivery system balloon ruptured and the second valve was pushed down landing just distal to the first valve. The first valve¿s delivery system was then re-advanced and post dilatation was performed for complete valve expansion. The patient recovered well; blood pressure was 134/50mmhg and there was mild to trace pvl. The events [i.e. Bav and rf3 balloon ruptures and placement of the valve too ventricular] were attributed to a nodule of calcium at the stj. The degree of native valve, leaflet calcification was described as severe; the aortic root calcification and mitral annular calcification was moderate.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented under a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the delivery system balloon rupture was attributed to the patient¿s severe calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. 2015691-2013-21739.